Manufacturer narrative:
Expiration date: unk, no serial number reported. Device manufacturing date: unk, no serial number reported. Claim#: (B)(4).

Event description:
The reporter indicated that his patient experienced pupillary block post icl implantation. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.